Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysteroscopy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, genital haemorrhage, urinary tract disorder, bladder disorder, vaginal infection, vaginal discharge, fatigue, weight increased, gastrointestinal disorder and weight decreased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: plaintiff fact sheet: incident category updated. Reporter information, product indication, patient details updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, genital haemorrhage, metrorrhagia, urinary tract disorder, bladder disorder, cystitis, vaginal infection, vaginal discharge, fatigue, weight fluctuation, gastrointestinal disorder. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('gen abnormal bleeding') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vaginal bleeding, menorrhagia and dyspareunia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), the first episode of back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), vaginal haemorrhage ("vaginal bleeding"), urinary tract infection ("urinary tract infection"), attention deficit/hyperactivity disorder ("adhd"), affective disorder ("mood disorder"), eczema ("eczema"), acne ("acne"), migraine ("migraine"), headache ("headache"), device expulsion ("expulsion of essure device"), vision blurred ("blurry vision"), diverticulitis ("diverticulitis"), nephrolithiasis ("kidney stones"), alopecia ("hair loss"), adnexa uteri pain ("ovaries pain"), the second episode of back pain ("back pain"), abdominal pain lower ("lower abdomen pain") and ovarian cyst (seriousness criterion medically significant) and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysteroscopy (full) and laparoscopy and endometrial ablation (B)(6) 2012). Essure was removed on (B)(6) 2019. On (B)(6) 2019, the dyspareunia, menorrhagia, vaginal discharge, vaginal haemorrhage, urinary tract infection, headache and nephrolithiasis had resolved. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, metrorrhagia, genital haemorrhage, urinary tract disorder, bladder disorder, vaginal infection, fatigue, weight increased, gastrointestinal disorder, weight decreased, hormone level abnormal, attention deficit/hyperactivity disorder, affective disorder, eczema, acne, migraine, device expulsion, vision blurred, diverticulitis, alopecia, adnexa uteri pain, the last episode of back pain, abdominal pain lower and ovarian cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, adnexa uteri pain, affective disorder, alopecia, attention deficit/hyperactivity disorder, bladder disorder, cystitis, device expulsion, diverticulitis, dysmenorrhoea, dyspareunia, eczema, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nephrolithiasis, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterectomy - on (B)(6) 2010: total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy. Findings: uterus noted to be retroverted, retroflexed with uterosacral nodularity that was confirmed to be an endometriotjc implant on the right side, on laparoscopy. Mild adenomyotic changes suspected. Essure implants present, removed in the course of the bilateral salpingectomy and hysterectomy. Both tubes appeared to be grossly normal. Upper abdomen noted to be grossly normal. Retrograde bleeding was noted during the course of dissection as expected. The patient was extubated, transferred to recovery room in stable condition. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), vaginal haemorrhage ('vaginal bleeding'), heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)'), genital haemorrhage ('gen abnormal bleeding') and ovarian cyst ('ovarian cyst') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vaginal bleeding, menorrhagia, dyspareunia, premenstrual dysphoric disorder, kidney stone, mood disorder, premenstrual syndrome, sterilization, epigastric pain, pelvic pain female, ovarian cyst nos, cesarean section and sulfonamide allergy. Previously administered products included for asthma: singulair. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced depression ("depression") and weight loss poor ("can not seem to loose the weight in my belly"), 2 months after insertion of essure. In (B)(6) 2009, the patient experienced urinary tract disorder ("urinary problems") and vaginal infection ("vaginal infection"). In (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine") and endometriosis ("endometriosis"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain") and experienced eczema ("eczema"), acne ("acne") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), intermenstrual bleeding ("menorrhagia (bleeding b/w periods)"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), gastrointestinal disorder ("gi conditions"), urinary tract infection ("urinary tract infection"), attention deficit hyperactivity disorder ("adhd"), affective disorder ("mood disorder"), headache ("headache"), device expulsion ("expulsion of essure device"), vision blurred ("blurry vision"), diverticulitis ("diverticulitis"), nephrolithiasis ("kidney stones"), adnexa uteri pain ("ovaries pain"), abdominal pain lower ("lower abdomen pain") and premenstrual dysphoric disorder ("physiological or psychiatric problem or condition: type pmdd") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (ablation, hysterectomy( full), bilateral salpingectomy, surgical removal of coils and removal of right ovarian cyst). Essure was removed on (B)(6) 2019. On (B)(6) 2019, the vaginal haemorrhage, heavy menstrual bleeding, dyspareunia, vaginal discharge, urinary tract infection, headache and nephrolithiasis had resolved. At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst, dysmenorrhoea, abdominal pain, back pain, intermenstrual bleeding, urinary tract disorder, bladder disorder, cystitis, vaginal infection, fatigue, weight increased, gastrointestinal disorder, weight decreased, hormone level abnormal, attention deficit hyperactivity disorder, affective disorder, eczema, acne, migraine, device expulsion, vision blurred, diverticulitis, alopecia, adnexa uteri pain, abdominal pain lower, endometriosis and premenstrual dysphoric disorder outcome was unknown and the depression and weight loss poor had not resolved. The reporter provided no causality assessment for depression and weight loss poor with essure. The reporter considered abdominal pain, abdominal pain lower, acne, adnexa uteri pain, affective disorder, alopecia, attention deficit hyperactivity disorder, back pain, bladder disorder, cystitis, device expulsion, diverticulitis, dysmenorrhoea, dyspareunia, eczema, endometriosis, fatigue, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, migraine, nephrolithiasis, ovarian cyst, pelvic pain, premenstrual dysphoric disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010,( B)(6) 2008 at least two turns were observed protruding from the ostia. Plaintiff received treatment for vaginal hemorrhage, menorrhagia, kidney stone, endometriosis, dysmenorrhea, vaginal infection, uti, pmdd, dyspareunia, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.8 kg/sqm. Hysterectomy - on (B)(6) 2010: total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy. Findings: 1. Uterus noted to be retroverted, retroflexed with uterosacral nodularity that was confirmed to be an endometriotic implant on the right side, on laparoscopy. 2. Mild adenomyotic changes suspected. 3. Essure implants present, removed in the course of the bilateral salpingectomy and hysterectomy. 4. Both tubes appeared to be grossly normal. 5. Upper abdomen noted to be grossly normal. Retrograde bleeding was noted during the course of dissection as expected. The patient was extubated, transferred to recovery room in stable condition. Hysterosalpingogram - on (B)(6) 2009: obstruction of both fallopian tubes secondary to essure. Total bilateral occlusion - essure could be relied on as birth control. Imaging procedure - on an unknown date: results:total bilateral occlusion - essure could be relied on as birth control. Pathology test - on (B)(6) 2019: final diagnosis: uterus (hysterectomy): inactive endometrium; no hyperplasia or carcinoma. Myometrium with no pathologic abnormality. Cervix with no diagnostic abnormality. Unremarkable fallopian tubes. Posterior cul~de·sac soft tissue with endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received-new reporter, lab data, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), ovarian cyst ('ovarian cyst'), vaginal haemorrhage ('vaginal bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('gen abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vaginal bleeding, menorrhagia and dyspareunia. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced ovarian cyst (seriousness criterion medically significant), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and migraine ("migraine"). In (B)(6) 2012, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), gastrointestinal disorder ("gi conditions"), urinary tract infection ("urinary tract infection"), attention deficit hyperactivity disorder ("adhd"), affective disorder ("mood disorder"), eczema ("eczema"), acne ("acne"), headache ("headache"), device expulsion ("expulsion of essure device"), vision blurred ("blurry vision"), diverticulitis ("diverticulitis"), nephrolithiasis ("kidney stones"), adnexa uteri pain ("ovaries pain"), abdominal pain lower ("lower abdomen pain") and endometriosis ("endometriosis") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation, hysteroscopy (full) and laparoscopy and endometrial ablation (B)(6) 2012). Essure was removed on (B)(6) 2019. On (B)(6) 2019, the vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, urinary tract infection, headache and nephrolithiasis had resolved. At the time of the report, the pelvic pain, ovarian cyst, dysmenorrhoea, abdominal pain, back pain, metrorrhagia, genital haemorrhage, urinary tract disorder, bladder disorder, vaginal infection, fatigue, weight increased, gastrointestinal disorder, weight decreased, hormone level abnormal, attention deficit hyperactivity disorder, affective disorder, eczema, acne, migraine, device expulsion, vision blurred, diverticulitis, alopecia, adnexa uteri pain, abdominal pain lower and endometriosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, adnexa uteri pain, affective disorder, alopecia, attention deficit hyperactivity disorder, back pain, bladder disorder, cystitis, device expulsion, diverticulitis, dysmenorrhoea, dyspareunia, eczema, endometriosis, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nephrolithiasis, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterectomy - on (B)(6) 2010: total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy. Findings: 1. Uterus noted to be retroverted, retroflexed with uterosacral nodularity that was confirmed to be an endometriotic implant on the right side, on laparoscopy. 2. Mild adenomyotic changes suspected. 3. Essure implants present, removed in the course of the bilateral salpingectomy and hysterectomy. 4. Both tubes appeared to be grossly normal. 5. Upper abdomen noted to be grossly normal. Retrograde bleeding was noted during the course of dissection as expected. The patient was extubated, transferred to recovery room in stable condition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: pfs received- new event endometriosis was added. Onset date of the event vaginal haemorrhage, menorrhagia, dysmenorrhea, dyspareunia, migraine, ovarian cyst, fatigue, hair loss, pelvic pain, vaginal discharge and weight gain were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('gen abnormal bleeding') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vaginal bleeding, menorrhagia and dyspareunia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), the first episode of back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), vaginal haemorrhage ("vaginal bleeding"), urinary tract infection ("urinary tract infection"), attention deficit/hyperactivity disorder ("adhd"), affective disorder ("mood disorder"), eczema ("eczema"), acne ("acne"), migraine ("migraine"), headache ("headache"), device expulsion ("expulsion of essure device"), vision blurred ("blurry vision"), diverticulitis ("diverticulitis"), nephrolithiasis ("kidney stones"), alopecia ("hair loss"), adnexa uteri pain ("ovaries pain"), the second episode of back pain ("back pain"), abdominal pain lower ("lower abdomen pain") and ovarian cyst (seriousness criterion medically significant) and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysteroscopy (full) and laparoscopy and endometrial ablation (B)(6) 2012). Essure was removed on (B)(6) 2019. On (B)(6) 2019, the dyspareunia, menorrhagia, vaginal discharge, vaginal haemorrhage, urinary tract infection, headache and nephrolithiasis had resolved. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, metrorrhagia, genital haemorrhage, urinary tract disorder, bladder disorder, vaginal infection, fatigue, weight increased, gastrointestinal disorder, weight decreased, hormone level abnormal, attention deficit/hyperactivity disorder, affective disorder, eczema, acne, migraine, device expulsion, vision blurred, diverticulitis, alopecia, adnexa uteri pain, the last episode of back pain, abdominal pain lower and ovarian cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, adnexa uteri pain, affective disorder, alopecia, attention deficit/hyperactivity disorder, bladder disorder, cystitis, device expulsion, diverticulitis, dysmenorrhoea, dyspareunia, eczema, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nephrolithiasis, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterectomy - on (B)(6) 2010: total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy. Findings: uterus noted to be retroverted, retroflexed with uterosacral nodularity that was confirmed to be an "endometriotic" implant on the right side, on laparoscopy. Mild adenomyotic changes suspected. Essure implants present, removed in the course of the bilateral salpingectomy and hysterectomy. Both tubes appeared to be grossly normal. Upper abdomen noted to be grossly normal. Retrograde bleeding was noted during the course of dissection as expected. The patient was extubated, transferred to recovery room in stable condition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: new reporters were added. New event were added: hormonal "changes", vaginal bleeding, urinary tract infection, migraines, headaches, ovarian cyst, expulsion of essure, blurry vision, diverticulitis, kidney stones, alopecia, back pain, ovaries pain and lower abdomen pain. Vaginal discharge, menorrhagia, dyspareunia outcomes were updated to resolved. Medical history and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('vaginal bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), genital haemorrhage ('gen abnormal bleeding') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vaginal bleeding, menorrhagia, dyspareunia, premenstrual dysphoric disorder, kidney stone, mood disorder, premenstrual syndrome, sterilization, epigastric pain, pelvic pain female and ovarian cyst nos. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraine"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain") and experienced eczema ("eczema") and acne ("acne"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), urinary tract infection ("urinary tract infection"), attention deficit hyperactivity disorder ("adhd"), affective disorder ("mood disorder"), headache ("headache"), device expulsion ("expulsion of essure device"), vision blurred ("blurry vision"), diverticulitis ("diverticulitis"), nephrolithiasis ("kidney stones"), alopecia ("hair loss"), adnexa uteri pain ("ovaries pain"), abdominal pain lower ("lower abdomen pain"), endometriosis ("endometriosis") and premenstrual dysphoric disorder ("physiological or psychiatric problem or condition: type pmdd") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (ablation, laparoscopy and endometrial ablation (B)(6) 2012 and hysterectomy( full), bilateral salpingectomy, surgical removal of coils). Essure was removed on (B)(6) 2019. On (B)(6) 2019, the vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, urinary tract infection, headache and nephrolithiasis had resolved. At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst, dysmenorrhoea, abdominal pain, back pain, metrorrhagia, urinary tract disorder, bladder disorder, cystitis, vaginal infection, fatigue, weight increased, gastrointestinal disorder, weight decreased, hormone level abnormal, attention deficit hyperactivity disorder, affective disorder, eczema, acne, migraine, device expulsion, vision blurred, diverticulitis, alopecia, adnexa uteri pain, abdominal pain lower, endometriosis and premenstrual dysphoric disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, adnexa uteri pain, affective disorder, alopecia, attention deficit hyperactivity disorder, back pain, bladder disorder, cystitis, device expulsion, diverticulitis, dysmenorrhoea, dyspareunia, eczema, endometriosis, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nephrolithiasis, ovarian cyst, pelvic pain, premenstrual dysphoric disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010. At least two turns were observed protruding from the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.8 kg/sqm. Hysterectomy - on (B)(6) 2010: total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy. Findings: 1. Uterus noted to be retroverted, retroflexed with uterosacral nodularity that was confirmed to be an endometriotic implant on the right side, on laparoscopy. 2. Mild adenomyotic changes suspected. 3. Essure implants present, removed in the course of the bilateral salpingectomy and hysterectomy. 4. Both tubes appeared to be grossly normal. 5. Upper abdomen noted to be grossly normal. Retrograde bleeding was noted during the course of dissection as expected. The patient was extubated, transferred to recovery room in stable condition. Hysterosalpingogram - on (B)(6) 2009: obstruction of both fallopian tubes secondary to essure. Total bilateral occlusion - essure could be relied on as birth control.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-nov-2020: pfs and mr received: event 'pmdd' added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('vaginal bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), genital haemorrhage ('gen abnormal bleeding') and ovarian cyst ('ovarian cyst') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vaginal bleeding, menorrhagia, dyspareunia, premenstrual dysphoric disorder, kidney stone, mood disorder, premenstrual syndrome, sterilization, epigastric pain, pelvic pain female and ovarian cyst nos. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced depression ("depression") and weight loss poor ("can not seem to loose the weight in my belly"), 2 months after insertion of essure. In (B)(6) 2009, the patient experienced urinary tract disorder ("urinary problems") and vaginal infection ("vaginal infection"). In (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine") and endometriosis ("endometriosis"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain") and experienced eczema ("eczema"), acne ("acne") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), gastrointestinal disorder ("gi conditions"), urinary tract infection ("urinary tract infection"), attention deficit hyperactivity disorder ("adhd"), affective disorder ("mood disorder"), headache ("headache"), device expulsion ("expulsion of essure device"), vision blurred ("blurry vision"), diverticulitis ("diverticulitis"), nephrolithiasis ("kidney stones"), adnexa uteri pain ("ovaries pain"), abdominal pain lower ("lower abdomen pain") and premenstrual dysphoric disorder ("physiological or psychiatric problem or condition: type pmdd") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (ablation, hysterectomy( full), bilateral salpingectomy, surgical removal of coils and removal of right ovarian cyst). Essure was removed on (B)(6) 2019. On (B)(6) 2019, the vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, urinary tract infection, headache and nephrolithiasis had resolved. At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst, dysmenorrhoea, abdominal pain, back pain, metrorrhagia, urinary tract disorder, bladder disorder, cystitis, vaginal infection, fatigue, weight increased, gastrointestinal disorder, weight decreased, hormone level abnormal, attention deficit hyperactivity disorder, affective disorder, eczema, acne, migraine, device expulsion, vision blurred, diverticulitis, alopecia, adnexa uteri pain, abdominal pain lower, endometriosis and premenstrual dysphoric disorder outcome was unknown and the depression and weight loss poor had not resolved. The reporter provided no causality assessment for depression and weight loss poor with essure. The reporter considered abdominal pain, abdominal pain lower, acne, adnexa uteri pain, affective disorder, alopecia, attention deficit hyperactivity disorder, back pain, bladder disorder, cystitis, device expulsion, diverticulitis, dysmenorrhoea, dyspareunia, eczema, endometriosis, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nephrolithiasis, ovarian cyst, pelvic pain, premenstrual dysphoric disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010. At least two turns were observed protruding from the ostia. Plaintiff received treatment for vaginal hemorrhage, menorrhagia, kidney stone, endometriosis, dysmenorrhea, vaginal infection, uti, pmdd, dyspareunia, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.8 kg/sqm. Hysterectomy - on (B)(6) 2010: total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy. Findings: 1. Uterus noted to be retroverted, retroflexed with uterosacral nodularity that was confirmed to be an endometriotjc implant on the right side, on laparoscopy. 2. Mild adenomyotic changes suspected. 3. Essure implants present, removed in the course of the bilateral salpingectomy and hysterectomy. 4. Both tubes appeared to be grossly normal. 5. Upper abdomen noted to be grossly normal. Retrograde bleeding was noted during the course of dissection as expected. The patient was extubated, transferred to recovery room in stable condition. Hysterosalpingogram - on (B)(6) 2009: obstruction of both fallopian tubes secondary to essure. Total bilateral occlusion - essure could be relied on as birth control.. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is retention case. All the information from the deletion case (B)(4) were transferred including references, source documents and events depression, weight loss poor. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.